Event description:
(B)(4) was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. (B)(4) reported the catalog #, lot #, and serial #; these are invalid synthes catalog #, lot #, and serial #. Based upon the reported serial number of (B)(4), it was determined that the serial number is a valid lot number for catalog #310.35.